Event description:
The account noticed an increase of repeat reactive rates for lot 55347m201. Out of 18,496 donors, the account generated a repeat reactive rate of 0.13%. The account stated their threshold is 0.10%. The account stated, the previous reagent lot was fine. The account processing using the commander fpc, ppc and di. The repeatedly specimens test negative. The results were not reported outside of the laboratory. No impact to pt management was reported.

Manufacturer narrative:
(Investigation results are pending). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.